Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report the patient had peritonitis and the catheter (not a fresenius product) was removed. Upon follow up, the pdrn stated the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted with peritonitis. The pdrn stated the patient had a pd culture obtained in the hospital which grew a fungus (organism not provided). The patient was treated in the hospital with anti-fungal therapy, the medication was unknown. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022 continuing outpatient hemodialysis. The patient has recovered. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn attributed the peritonitis to breach in infection control as the patient¿s home was covered with mold due to a sewage back up. The pdrn indicated the patient is restarting pd therapy(B)(6) 2023.